Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd sleeve. The customer states 6 hours after the surgery with anti-embolism stocking and scd sleeve, the pt complained of pain on the feet. It was detected that both ankles near the calves were swollen. After the medical staff replaced the foot cuffs and treated the ankles with a steroid, the swelling began to subside.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.